Manufacturer narrative:
Device serial number and UDI unavailable. Other relevant device(s) are: i7 3.1.1 9735585 software version: 3.1.1. Device manufacturing date is dependent on serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a non-clinical navigation system being used for test engineering. It was reported the gray disk for dbs lead does not display in the coronal view. It was noted that when displaying the dbs lead in a dbs procedure, the full dbs lead cad model should display in the trajectory 1, trajectory 2, and 3d views. In the axial/coronal/sagittal/probes eye/look ahead views, the dbs lead will display as a small gray disk in the current slice. However, the gray disk does not appear in the coronal view, but the gray disk does in every other view. This issue was noted outside of a procedure, and there was no patient involvement. It was noted there was no workaround for this issue, and this issue was able to be reproduced. It was noted this issue is consistent with a known software anomaly that is tracked, and references to this case have been added to that record.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.